Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent alert 38 indicating consecutive stalled motor, which did not clear despite multiple restarts and continued to emit audible alarms; blood glucose was not impacted. Symptoms included no reported clinical effects. Outcomes included device replacement and instructions provided to shut down the device to avoid further alerts, continue cgm use via the dexcom app or receiver, and complete a new startup on the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.